Event description:
A malfunction was reported on the pump by the caller, who noted that no notable events preceded the issue and that it was indicated by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, who was also advised on necessary steps, including the use of updated software, handling the malfunctioning pump in storage mode, and returning it with a pre-paid label. No backup therapy was currently available to the customer, prompting them to contact their healthcare provider.